Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED battery was depleted. The customer did not report this occurring during patient use. No specific AED or battery information was provided.